Event description:
It was reported that during an unk procedure, there was a repeated instrument error code on the generator with the disposable instrument. A new instrument was opened and the procedure completed. There was no reported pt consequence.